Event description:
A peritoneal dialysis (pd) patient had an air detected in cassette warning followed by the discovery of a fluid leak. The warning was encountered during drain 1 of 4, which occurred several times. Fluid was seen on the back of the cassette after treatment was cancelled and the cassette was removed. There was no fluid in the pump modules but there was fluid on the cassette. In a follow up with the patient, the patient verified the fluid leak report. There was no harm, intervention or adverse event associated with the fluid leak. The patient is still using the same cycler with no further problems. The cycler set is available to return as a sample product.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient had an air detected in cassette warning followed by the discovery of a fluid leak. The warning was encountered during drain 1 of 4, which occurred several times. Fluid was seen on the back of the cassette after treatment was cancelled and the cassette was removed. There was no fluid in the pump modules but there was fluid on the cassette. In a follow up with the patient, the patient verified the fluid leak report. There was no harm, intervention or adverse event associated with the fluid leak. The patient is still using the same cycler with no further problems. The cycler set is available to return as a sample product.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.